Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain"), uterine perforation ("one of the essure® micro-inserts had perforated her uterus") and unintended pregnancy ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced unintended pregnancy (seriousness criterion medically significant), increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6) 2009, the patient underwent caesarean section ("cesarean section"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, increased appetite, mood altered, pollakiuria, menorrhagia and dyspareunia was resolving and the unintended pregnancy and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2009. The reporter considered caesarean section, dyspareunia, increased appetite, menorrhagia, mood altered, pelvic pain, pollakiuria, unintended pregnancy and uterine perforation to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - in (B)(6) 2009: positive bloodwork confirmed that plaintiff was 12 weeks pregnant. Most recent follow-up information incorporated above includes: on 3-jul-2017: case correction event seriousness upgraded. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abnormally severe pain/pain'), uterine perforation ('one of the essure micro-inserts had perforated her uterus/both essure devices appeared to be implanted underneath the serosa, into the uterus'), endometritis ('enhancement surrounding the endometrium may represent endometritis'), menorrhagia ('heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('unintended pregnancy/pregnancy') and breech presentation ('emergency cesarean section was necessary to complete delivery her son presented in a breech position during labor') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". The patient's medical history included multigravida, parity 4, cesarean section, tubal ligation, cervical dysplasia, herpetic gingivostomatitis, anesthesia intubation complication, postoperative vomiting, hypothermia, blood transfusion, postoperative nausea, swelling nos, shortness of breath, anemia and hemoperitoneum. Bloodwork confirmed that plaintiff was 12 weeks pregnant. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included vomiting with codeine. Concurrent conditions included vaginal bleeding, alcohol use, frequent periods, smoker, bleeding intermenstrual, vaginal bleeding, postpartum hemorrhage, dysmenorrhea, adenomyosis, tubal ligation and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), tranexamic acid (lysteda), valaciclovir hydrochloride (valtrex) and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), pain during cycles"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2012 underwent novasure endometrial ablation, cesarean section and underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, increased appetite, mood altered, pollakiuria and dyspareunia was resolving, the endometritis, pregnancy with contraceptive device, breech presentation, vaginal haemorrhage, migraine, headache, vaginal discharge and fatigue outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2009. The reporter considered breech presentation, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, increased appetite, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2010 as per mr following essure removal, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Pregnancy test urine - in (B)(6) 2009: results: positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2019: mr received. Event added: enhancement surrounding the endometrium may represent endometritis. Medical history added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pain"), uterine perforation ("one of the essure micro-inserts had perforated her uterus/both essure devices appeared to be implanted underneath the serosa, into the uterus"), menorrhagia ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy") and breech presentation ("emergency cesarean section was necessary to complete delivery her son presented in a breech position during labor") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". The patient's medical history included multigravida, parity 4, cesarean section and tubal ligation. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included vomiting with codeine. Concurrent conditions included vaginal bleeding, alcohol use, frequent periods, smoker, bleeding intermenstrual, vaginal bleeding, postpartum hemorrhage, dysmenorrhea, adenomyosis and tubal ligation. Concomitant products included tranexamic acid (lysteda) and valaciclovir hydrochloride (valtrex). On (B)(6)2008, the patient had essure inserted. On(B)(6)2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months 25 days after insertion of essure. In may 2009, the patient experienced increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6)2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6)2012 , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012 , the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6)2015 , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), pain during cycles"). The patient was treated with surgery (on (B)(6)2012 underwent novasure endometrial ablation, cesarean section and underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, increased appetite, mood altered, pollakiuria and dyspareunia was resolving, the pregnancy with contraceptive device, breech presentation, vaginal haemorrhage, migraine, headache, vaginal discharge and fatigue outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6)2009. The reporter considered breech presentation, dysmenorrhoea, dyspareunia, fatigue, headache, increased appetite, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: 24mar2010 as per mr following essure removal, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - in december 2008: results: confirming full occlusion of fallopian tubes.. Pregnancy test urine - in may 2009: results: positive. Bloodwork confirmed that plaintiff was 12 weeks pregnant. Most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received outcome of event " pain during cycles" was updated as recovered. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain") and uterine perforation ("one of the essure® micro-inserts had perforated her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced unintended pregnancy ("unintended pregnancy"), increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6) 2009, the patient underwent caesarean section ("cesarean section"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, increased appetite, mood altered, pollakiuria, menorrhagia and dyspareunia was resolving and the unintended pregnancy and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2009. The reporter considered caesarean section, dyspareunia, increased appetite, menorrhagia, mood altered, pelvic pain, pollakiuria, unintended pregnancy and uterine perforation to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - in (B)(6) 2009: positive. Bloodwork confirmed that plaintiff was (B)(6) pregnant. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pain"), uterine perforation ("one of the essure micro-inserts had perforated her uterus/both essure devices appeared to be implanted underneath the serosa, into the uterus"), menorrhagia ("heavy bleeding during menstruation/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy") and breech presentation ("emergency cesarean section was necessary to complete delivery her son presented in a breech position during labor") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". The patient's past medical history included gravida ii, parity 4, cesarean section and tubal ligation. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included vomiting with codeine. Concurrent conditions included vaginal bleeding, alcohol use, frequent periods, smoker, bleeding intermenstrual, vaginal bleeding, postpartum hemorrhage, dysmenorrhea and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 4 months 25 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In may 2009, the patient experienced increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2012 underwent novasure endometrial ablation) and surgery (cesarean section). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, increased appetite, mood altered, pollakiuria and dyspareunia was resolving and the pregnancy with contraceptive device, breech presentation, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2009. The reporter considered breech presentation, dysmenorrhoea, dyspareunia, fatigue, headache, increased appetite, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2010 as per mr diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - in december 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - in may 2009: positive bloodwork confirmed that plaintiff was 12 weeks pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), vaginal discharge and fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain"), uterine perforation ("one of the essure® micro-inserts had perforated her uterus"), pregnancy with contraceptive device ("unintended pregnancy"), breech presentation ("emergency cesarean section was necessary to complete delivery her son presented in a breech position during labor") and menorrhagia ("heavy bleeding during menstruation/ prolonged menses") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". The patient's past medical history included gravida ii, parity 4, cesarean section and tubal ligation. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included vomiting with codeine. Concurrent conditions included vaginal bleeding, alcohol use, frequent periods, smoker, bleeding intermenstrual, vaginal bleeding, postpartum hemorrhage, dysmenorrhea and adenomyosis. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), increased appetite ("increase in her appetite"), mood altered ("sudden mood changes") and pollakiuria ("increase in urination"). On (B)(6) 2009, the patient experienced breech presentation (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (cesarean section) and surgery (on (B)(6) 2012 underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, increased appetite, mood altered, pollakiuria and dyspareunia was resolving and the pregnancy with contraceptive device and breech presentation outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2009. The reporter considered breech presentation, dyspareunia, increased appetite, menorrhagia, mood altered, pelvic pain, pollakiuria, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2010 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - in (B)(6) 2009: positive. Bloodwork confirmed that plaintiff was 12 weeks pregnant. Most recent follow-up information incorporated above includes: on 27-feb-2018: case became medically confirm. Historical and concomitant condition, reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.